Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pacemaker mediated tachycardia (pmt). Boston scientific technical services (ts) discussed that pmt episodes are remarkable with right ventricular automatic threshold test. Also added that this is a chronic rv lead with good performance but was still advised to have the lead check. This lead remains in service. No adverse patient effects were reported.